Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified peripheral artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 60 seconds, the balloon ruptured near the balloon shoulder on the tip side. The device was removed, and a pinhole was noted. The procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit g4: premarket / 510(k): k141521, k141597.